Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) central processing unit (cpu). The covidien customer support engineer (cse) inspected the device and uploaded revision ak software. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a distorted top display. There was no patient involvement at the time the event occurred.